Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right ventricular lead was extracted and replaced. The reason was not reported. No further information was available.